Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot ak5991, and no non-conformances were identified. Investigation summary: it was reported performance breakage suture pre-op. An empty opened foil and four suture pieces of product code vr917, lot # ak5991 were returned for analysis. During the visual inspection of sample, the suture has begun with the process of degradation and the strand was broken in multiples pieces, this is the cause that breakage suture. The product code vr917 contains absorbable sutures and as the sample was received open, the time of exposure of suture to the environment could not be determined and no functional test can be performed due to sample condition. The foil was inspected and multiples holes in cavity were noted. This condition contributed to degradation of the suture. The conditions of the holes could not be determined. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the sample condition the assignable cause of performance breakage suture pre-op, was caused by suture degradation exposure to environment.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2019 and suture was used. Prior to use on the patient, the suture broke when it was pulled at the time of preparing for the surgery. Changed another one to complete the surgery. There were no adverse patient consequences reported. Upon evaluation of the returned device, the had begun with the process of degradation and the strand was broken in multiples pieces. No additional information could be provided.